Manufacturer narrative:
Device not returned. Additional manufacturer narrative: the device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Despite multiple follow-up attempts with the healthcare provider, no additional information was received regarding the reason for explant or device availability for return and evaluation. There has been no information to suggest a device malfunction or quality deficiency that may have caused or contributed to this event.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was learned that the 19mm aortic bioprosthetic valve was explanted at implant and replaced with same model, 21mm valve. The reason for explanting the valve has not been provided despite multiple follow-up attempts with the healthcare provider. There has been no information to suggest a device malfunction related to this event.